Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the groshong titanium port s/l that are cleared in the us. The pro code and 510 k number for the groshong titanium port s/l are identified in procode and PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2024).

Event description:
It was reported that during port device placement, guidewire allegedly failed to advance. It was further reported that the guidewire allegedly stretched. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the groshong titanium port s/l that are cleared in the us. The pro code and 510 k number for the groshong titanium port s/l are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one guidewire hoop and one guidewire loaded onto introducer needle with protective tubing was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is inconclusive for the reported failure to advance and difficult to remove issues, as the exact circumstances at the time of the reported event are unknown. The investigation is confirmed for the reported stretching issue and the identified fracture issue, as the guidewire was noted to be unraveling at multiple points and ductile fracture was noted at the distal end of the flat inner core wire. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port device placement, guidewire allegedly failed to advance. It was further reported that the guidewire allegedly stretched. Reportedly, the guidewire allegedly difficult to remove. There was no reported patient injury.